Event description:
It was reported by the clinician that the catheter was inserted, inflated, floated, and then lodged and the balloon collapsed. At which time, it was removed and they noticed the balloon had a leak. There were no pt complications reported. Received copy of hospital medwatch report on 12/19/08. The report states the swanganz catheter balloon deflated while in use; removed and found to be leaking. Staff did not save packaging, but all other catheters available are from same lot in stock.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.